Manufacturer narrative:
Results: faulty nut in lift motor.

Event description:
It was reported by service report that the bed drifts down. There was pt involvement, however, no adverse consequences are reported.